Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was reported to have passed away on (B)(6) 2026. An initial review indicated the patient had four treated and one non-sustained ventricular tachycardia from the date of their passing. Boston scientific discussed these episodes with the field and confirmed there was evidence of undersensing of ventricular fibrillation (vf), which resulted in instances of inappropriate pacing. Low amplitude measurements were also noted in some of the episodes. Due to the timing of these episodes, it cannot be ruled out that undersensing and inappropriate pacing may have deteriorated the patient's condition, which inevitably led to their passing. All evidence indicates the crt-d remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause not established investigation conclusion was selected because the reason for the alleged observations could not be determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was reported to have passed away on (B)(6) 2026. An initial review indicated the patient had four treated and one non-sustained ventricular tachycardia from the date of their passing. Boston scientific discussed these episodes with the field and confirmed there was evidence of undersensing of ventricular fibrillation (vf), which resulted in instances of inappropriate pacing. Low amplitude measurements were also noted in some of the episodes. Due to the timing of these episodes, it cannot be ruled out that undersensing and inappropriate pacing may have deteriorated the patient's condition, which inevitably led to their passing. All evidence indicates the crt-d remains in situ and no additional adverse patient effects were reported.